Manufacturer narrative:
--

Event description:
--

Event description:
Boston scientific received information that this device declared premature eri due to extended charge time. The device was explanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.